Manufacturer narrative:
Device manufacture date: battery pack (B) (4) - 12/2008. Battery pack (B) (4) - 12/2008. Battery charger (B) (4) - 12/2005. Device evaluation summary: device evaluations of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the battery pack not charging was a defective battery charger. The battery charger had a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Battery pack (B) (4) was completely dead. It had defectives cells. The root cause of the defective cells is known, but was probably due to excessive discharging. Many battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. Battery pack (B) (4) was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and battery packs.

Event description:
The nurse of a (B) (6) male patient contacted lifecor customer support to report that the patient is having trouble with his battery packs. He stated that one is completely dead and the other is almost dead. He stated that both battery packs were displaying the "battery fault" led when placed on the charger. Support sent a territory manager to the patient to replace the battery packs and battery charger.